Event description:
According to the available information, the urethral catheter was in place with 10mls of water in the balloon. The balloon burst on day two of having the catheter in place.

Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, the urethral catheter was in place with 10mls of water in the balloon. The balloon burst on day two of having the catheter in place.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we find none regarding the lot 7418170. Checking the quality databases revealed no annomaly in connection with the described defect. On 26th november, we didn't receive the incriminated sample. Upon receive it, this complaint will be update and reopen. We received investigation from our supplier: "we was not able to find out the exact defective cause because we did not receive the defective sample. However, we can judge from the content of the email that the balloon was burst by overinflation. It should have been injected with 5ml but 10ml injected. (B)(6) informs that end-user should fill the exact volume of balloon capacity because the balloon could be burst by overinflation."